Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned; however, it was evaluated on-site by a baxter engineer. Visual inspection showed no defects. Gravity testing and leak testing were performed with no leak observed. The reported problem was not verified as the device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set leaked during infusion of a vasoactive medication. The reporter stated that the set leaked from the y-site below the clamp. This was discovered when the patient¿s blood pressure began to drop and the nurse was troubleshooting the blood pressure. The reporter stated that a dual cap containing alcohol had been used to cover the port, and that the leak had occurred ¿somewhere within this connection.¿ it was further reported that the set had been hung two days prior to the event, and the port had not been accessed during use. The reporter stated that the nurse replaced the set and the patient¿s blood pressure quickly restored. There was no patient blood loss, injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.